Event description:
Nurse of home pt (hp) reports leak near clamp of transfer set. Nurse reports that upon changing pt's transfer set "the mechanism under the roller clamp was broken". Nurse reports that hp noted that the 2-3 week old set "never worked right", and that the roller clamp didn't roll like normal". Rn reports that hp contacted baxter's technical service center several times with repeated low drain volume alarms. Rn reports that the situation was unresolved with positioning changes, and it was thought that the hp opened the clamp too fully. Rn reports no pt injury or medical intervention required as a result of incident.